Event description:
Complainant alleged that while attempting to treat a male pt with "vital signs absent", the associated device inappropriately displayed an "attach pads" message using these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt. Complainant indicated that this pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the electrode pads for eval and this complaint is still under investigation.